Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after 11 days in use of the listed device, the patient's lips became necrotic and looked cleft of the lip and palate. The tube was kept in place with tape and it was unknown how often the tubing was adjusted. It was noted that slight bleeding had been noticed inside the patient's mouth after 6 days in use. The patient's activity level was reported to be low. Report states it is unknown if the palate was related to this incident. Doctor stated that medical treatment and/or operation will be needed for the patient's lip in the future.